Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime and displacement test, but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.